Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that the right atrial (ra) lead was laser extracted. During the procedure the insulation of the lead came apart but the lead was explanted with no issues. The lead was replace with another model. No additional adverse patient effects were reported. The lead was returned and analysis is complete.

Event description:
It was reported that the right atrial (ra) lead was laser extracted. During the procedure the insulation of the lead came apart but the lead was explanted with no issues. The lead was replace with another model. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.